Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after customer had the device inside her belt line. Customer's blood glucose was over 300 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.